Event description:
Description of event according to initial reporter: celect platinum ivc filter was placed (B)(6) 2025 for upcoming surgery. Patient had hematoma and blood loss due to filter leg interaction with 2mm artery that crossed over the vena cava. Will retrieve filter in next two weeks. It was a femoral approach placement. Patient outcome: open surgery to repair. Patient okay and went on to have original surgery.